Event description:
It was reported that the leads were migrated and the pt experienced rib stimulation. The leads were removed and replaced by new lead. The facility discarded the devices after the procedure. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.